Event description:
A customer reported an altitude alarm issue with their pump. The customer confirmed that their blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. Technical support advised the customer to clean the speaker holes and attempt to reconnect the cartridge to resume insulin delivery. However, the customer was unable to resume insulin and could not load a new cartridge, prompting technical support to plan further troubleshooting upon the customer's next contact, which would be more convenient after their travels.